Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a bankart shoulder procedure three each of part ar-1923bc, 2.9 biocomposite pushlock, were utilized for the surgery. All three anchors broke upon insertion. Two of the anchors were seated half way and used in the repair. The broken pieces were removed from the patient with half the anchor from each buried in the hole. The third anchor did not stay in and was replaced with a juggernaut anchor. No adverse effect to the patient.